Manufacturer narrative:
Product event summary: the data files and balloon catheter, afapro28 with lot number 98861, were returned and analyzed. The data files showed at least five applications were performed with balloon catheter, 2af283 with lot number 98677, without any issue on the date of the event. Visual inspection of the balloon catheter showed that the balloons were full of dried blood. Verification of the smart chip file showed that this catheter was used for seven injections. The catheter failed the performance test due to system notice 50005 ¿fluid detection.¿ the dissection and pressure test showed a double balloon (breach) pinhole. There were also traces of blood in y-block and service loop and also coaxial port of the catheter. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the inspection due to double balloon (breach) pinhole. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The data files were returned and analyzed. The files showed at least five applications were performed with catheter 2af283 with lot number 98677 without any issue on the date of the event. In conclusion, the reported blood in the coaxial cable cannot be assessed through data analysis. The analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice occurred. There was blood in the coaxial umbilical cable and the coaxial umbilical cable and balloon catheter were replaced with resolve. A rupture of the balloon was suspected. The case was completed with cryo. No patient complications have been reported as a result of this event.